Event description:
Related manufacturer reference number: 2017865-2021-38064. It was reported that, during an in-clinic follow-up, episodes of oversensing resulting in automatic mode switch (ams) were observed on the right atrial (ra) lead due to episodes of crosstalk on the device. Reprogramming was performed to resolve the event. The patient was stable.